Event description:
Customer reported receiving a button error alarm and a blank display on the insulin pump. Customer did not recall any significant events that led up to the alarm. Blood glucose level was 150 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm or blank display was noted. The insulin pump had minor scratches on the display window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time. (B)(4).